Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during inspection at the customer's site there was dirt inside the packaging of the bd insyte¿ autoguard¿ bc pro shielded IV catheter. The following information was provided by the initial reporter: during the inspection at the customer's site, dirt inside the package was found.

Manufacturer narrative:
After further review, this was found to be a case of foreign matter being visible on non-invasive components of the needle, ie, the packaging. This complaint is not a reportable event and should therefore be disregarded.

Event description:
It was reported that during inspection at the customer's site there was dirt inside the packaging of the bd insyte¿ autoguard¿ bc pro shielded IV catheter. The following information was provided by the initial reporter: during the inspection at the customer's site, dirt inside the package was found.